Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified since the device was not returned. The following possible causes for the reported event are presumed as follows: this is presumed to be caused by unexpected stress on the camera head, cable, and video connectors caused by the user's handling, resulting in the failure of the ccd unit or cable unit or video connector, which resulted in the absence of images. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The unit was returned to the service center for evaluation. The customer¿s complaint of "no image/the image does not appear" was not duplicated. The image appears but with error e224 displayed on screen due to faulty cable unit. The instruction manual states the following: ¿. Do not round the camera cable smaller than 20 cm in diameter. It may be damaged. · when the camera cable is rounded, it does not pull it forcibly, and stretch slowly. Camera cables may be disconnected. · do not apply power such as bending, pulling, torsion, crushing, etc. To the camera cable. Camera cables may be disconnected. · camera cable the surface of the outside is not possible to strengthen the camera cable. Camera cables may be disconnected. ·while using it is not a camera cable, hold the camera head and operate the endoscope. Camera cables may be disconnected. · do not fix camera cable using pears etc. Camera cables may be disconnected. · hold the camera cable and pull the video connector. An impossible power may be broken in the camera cable.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on february 06, 2019. The lm reported that the most probable cause for the reported event is as follows: this is presumed to be caused by unexpected stress on the camera head, cable, and video connectors caused by the user's handling, resulting in the failure of the charge-coupled device (ccd) unit or cable unit or video connector, which resulted in the absence of images. The confirmation of the contents of the instruction manual regarding no image appeared. Handling of the device is described below in the instruction manual. As a result, there is a possibility that the reported event can be prevented. ¿do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the camera head displayed no image. There was no patient involvement reported.